Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). Non-sustained ventricular tachycardia episodes were also noted. During a device check sensing appeared appropriate so no intervention took place. The patient will be monitored and the lead remains in use. No further patient complications have been reported as a result of this event.